Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2016-00047. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) for a y-90 mapping case using ruby coils. During the procedure, the physician successfully embolized the gda using a ruby coil and another manufacturer's microcatheter. The physician then accessed the phrenic artery and delivered another manufacturer's coils into the vessel. Next, the physician attempted to deploy a new ruby coil (lot # f38772) into the vessel; however, the ruby coil was not forming in the desired manner and was removed. While attempting to advance a new ruby coil (lot # f66225) through the microcatheter, the physician met resistance. The microcatheter was manipulated and the y-connector was loosened; however, resistance was still met. The physician removed the ruby coil from the patient and grabbed a new ruby coil for use. However, while flushing the microcatheter and before advancing the new ruby coil through it, the physician noticed that the initial ruby coil that was unable to form correctly in the aneurysm was still lodged in the microcatheter. The ruby coil was then injected into the patient and a snare device was required to successfully remove the coil. The procedure was completed at this point with no additional coils used. There was no report of an adverse effect to the patient.